Event description:
The customer reported that her evis exera iii xenon light source was experiencing scope detection issues during use. According to the initial reporter, the connector was worn. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The connector was experiencing problems and causing endoscope detection complications. Additionally, the touch connector had notable wear and tear, and the top cover had corrosion present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 07-mar-2022. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that one-touch connectors were worn and needed to be replaced. Therefore, it is assumed that the endoscope and the device could not be connected correctly and that the scope detection became unstable. Olympus will continue to monitor field performance for this device.